Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 47 mg/dl. Customer was treated with cookies. Customer was not using auto mode. Customer stated that the insulin pump was suspended. Customer performed self test and the test was passed. The insulin pump will not be returned for analysis.